Event description:
Customer reported experiencing low blood glucose levels, with the lowest being recorded at 53 mg/dl, confirmed by both continuous glucose monitor and blood glucose meter. The customer consumed carbohydrates to address the low blood glucose level. The control-iq feature on the customer's pump was active, and there was no indication of insulin administered in excess. The customer agreed to a system check, but no further assistance was required as no additional action was necessary.